Event description:
Device was returned for repair only. Upon receipt, it was noted that the upper jaw was broken free from the device. Piece was returned with the repair. Contact with hospital revealed that the device had broken during use in a procedure. Surgeon retrieved the jaw with no pt injury or procedural complication resulting.